Event description:
A report was received explaining that the listed tracheostomy tube was in use with a patient during a procedure. The tracheostomy tube holder/ties were being tightened when the flange detached from the tracheostomy tube shaft. It is unknown how long the device was in use. No adverse effects to patient were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Manufacturer narrative:
The device sample was not returned to the manufacturer for product investigation. A photograph of the damaged tracheostomy was received in its place. Visual inspection of the photo confirmed that one neck flange wing had been completely detached from the tracheostomy tube. A review of the device history record revealed no non-conformities during manufacturing. Inspection of the photo confirmed the reported device fault occurred, but could not provide evidence as to how or why it happened. (B)(4).